Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 10 in the mouth, there was insufficient quality and quantity of bone. The implant was removed and the site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 10 in the mouth, there was insufficient quality and quantity of bone. The implant was removed and the site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).